Event description:
It was reported that the 840 ventilator had an o2 sensor failed to calibrate. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and replaced the o2 sensor. The se performed calibrations and extended self-testing on the device and all tests passed